Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the production record and complaint handling system was not performed because lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - for reporting purposes, the date of event/procedure will be estimated to be (B)(6) 2024 as the issue occurred (B)(6) 2024. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a 4.00x08mm xience pros stent was implanted around (B)(6) 2024. Since then, the patient has elevated blood glucose levels which resulted in decrease of insulin dosage and elevated potassium level 9 which resulted in hemodialysis bath to decrease from 3k to 1k, to now 2k. Additionally, the patient had elevated phosphate levels than before, severe tiredness, and severe nausea. The patient is taking 8 to 24 mg ondansetron daily. Hypersensitivity to the stent is suspected. No additional information was provided.